Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient moved, and the pump got pulled and moved causing a hematoma. The impella was removed due to massive hematoma. A new impella was inserted on right groin. The team could not get control of bleed. Patient received 3 units of blood, was coded for 30 plus minutes. The family was consulted and agreed to stop all therapies and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient movement. While moving the patient over to catheterization lab table, the pump got pulled and moved causing a hematoma as per the clinical description provided. H.6 health effect - impact code 4629 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24128. The correct code was added.